Event description:
It was reported that the patient experiencing discomfort presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was dislodged and exhibiting failure to capture and extra-cardiac stimulation. The rv lead was explanted, and new rv lead was implanted. The patient was in stable condition.